Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise oversensing, low pacing impedance and low defibrillation impedance were observed on the right ventricular (rv) lead. The lead noise was recorded as ventricular tachycardia/ventricular fibrillation (vt/vf). The impedance changes were within normal limit. The lead was capped and replaced on (B)(6) 2020. The patient was stable and discharged.